Event description:
Discrepancy between kit instructions and actual test. The kit instructs technologist to incubate test cassette (after reagents are added) for 5 minutes. The test is only valid after test complete window is blue which takes 8-10 minutes.